Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had a failure to thrive since implant and a history of a-fib. While the patient was in auto mode, the pump rate was rarely above 50 and flows were in the low 4s. Stroke volume (sv) variable in 70s-80s. The patient was placed in fixed mode at higher rates, but flows remained unchanged and sv was the same. An x-ray and CT showed no evidence of obstruction. The patient was reported to be periodically short of breath which was resolved with diuretics. There was discussion of further evaluation to determine the cause of the low pump rate and flow and the patient was scheduled for cardioversion, followed by admission for fluid administration and CT angiogram; however, the patient was determined to be too dyspneic. Intubation dropped vad flow eventually to 1-0.5 and hand-pumping was attempted without improvement. An echo showed the left ventricle to be full and the surgeon stated the patient is oxygenating well but ventilating poorly, with limited venous return and therefore not filling the vad sufficiently. The patient expired later that day due to increased severity of copd. The hospital stated that the pump operated as intended. The pump was not explanted upon request of the patient's family.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not explanted from the patient upon request of the patient's family. The patient expired in 2007. A review of device history records showed no deviations from manufacturing or qa specifications. The exact cause of the reported event could not be determined due to the pump not being returned for evaluation; however, based on the information provided, the reported decrease in beat rate and flow appears to be related to the patient's physiological condition which is interrupting the process of pump filling. No further information is available. The manufacturer is closing its file on this event.